Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for one sample. (B)(6)2023 sid: (B)(6)creatinine initial result was 3.35 mg/dl, repeat results were 0.9 mg/dl, 0.88 mg/dl, 0.9 mg/dl the customer replaced the peristaltic hose of the cuvette waste, cleaned the cuvette wash needles, replaced the dry tip, did several cuvette washes and several flushes. The customer reported they processed controls, and the instrument was performing ok and the samples were ok. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, performed multiple troubleshooting procedures, and determined the peristaltic head tubing (rohs) is the likely cause of the erratic results. The part was replaced, and the issue was resolved. No additional discrepant /erratic assay issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the peristaltic head tubing (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6)or peristaltic head tubing (rohs) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for one sample. (B)(6) 2023 (B)(6) creatinine initial result was 3.35 mg/dl, repeat results were 0.9 mg/dl, 0.88 mg/dl, 0.9 mg/dl the customer replaced the peristaltic hose of the cuvette waste, cleaned the cuvette wash needles, replaced the dry tip, did several cuvette washes and several flushes. The customer reported they processed controls, and the instrument was performing ok and the samples were ok. No impact to patient management was reported.